Manufacturer narrative:
E1: (B)(6) medical center. The customer's allegation was confirmed. Based on the results of the investigation, it was presumed the suggested event was caused due to the printed circuit board shorting out due to a liquid leak on the scope connector, that was caused due to a hole on the air/water channel. The specific root cause of the suggested event could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed error code e315. The issue occurred during inspection for use for a therapeutic, colon endoscopic submucosal dissection procedure. The procedure was completed with a similar device. There were no reports of patient harm.